Manufacturer narrative:
The meter was returned for investigation. Upon investigation, the results field of the display was clearly readable. There were no traces of an obvious mechanical impact visible on the housing of the device. The meter was disassembled for further investigation and the display was found to be defective.

Manufacturer narrative:
The customer's meter was not returned for investigation. The cause of the event could not be determined.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated there was an issue with the display of accu-chek inform ii meter serial number (B)(4). There were lines on the display and these lines went across the results field of the display, making the results field difficult to read. It is possible to misinterpret a result, but no actual misinterpretation occurred.